Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the damage of image sensor unit, internal board or the system side. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning: "<inspection of the endoscopic image>. Confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. Note: if the object cannot be seen clearly, wipe the objective lens using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol. Turn the video system center, light source, endoscope position detecting unit (for cf-hq290l/I), and monitor on and inspect the wli and nbi endoscopic images as described in their respective instruction manuals. Observe the palm of your hand using the wli and nbi endoscopic images.(see figure 3.41) confirm that light is output from the endoscope¿s distal end. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop.(see figure 3.42). Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: several scratches found throughout the device, universal cord is sticky. Scope connector cover unit is dirty; due to water leakage. Scope connector is dirty; due to water leakage. Adhesive on a-rubber has a crack and a chip. Due to damage on right/left knob; right/left knob does not move smoothly. Due to wear of angle wire; the play of up/down knob is out of specification. And due to corrosion on scope ID cable; scope ID is not displayed. The investigation is pending. And follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope had ane315 communication error occur, image horizontal stripe noise. There was no report of patient harm or user injury associated with this event.